Manufacturer narrative:
Image review: six intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic images of the valve loading process were not provided, making it impossible to verify appropriate valve loading. Evidence indicates that multiple deployment attempts were made; however, the precise number of attempts remains unclear. Notably, infolding was not observed until a subsequent attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. Although the infolded valve was released, there is no documentation of any intervention performed during the valve implantation to address the infolding. It is not possible to validate the reported aortic aneurysms, as the available images do not include an assessment of the aorta. Updated h6. H11. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evprop34; product ID: d-evprop34; serial/lot: (B)(6); UDI: (B)(4) 8; manufactured date: 2024-06-17; use by date: 2026-06-17; implant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: e1 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID d-evprop34 (lot: 0012318197); product type: 0195-heart valves; implant date ; explant date product ID l-evprop34 (lot: 0012750405); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of an evolut 34 pro+ transcatheter heart valve, echocardiography detected class I-ii aortic aneurysms and a computed tomography scan of the heart revealed infolding of the transcatheter aortic valve implantation (tavi) prosthesis. The patient presented for a follow-up appointment with the implanting physician, and further treatment is currently under discussion and evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: h6 - annex a code corrected to include a040606 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that during the initial valve implant procedure, multiple deployment attempts were made in order to achieve the optimal depth of implant. The valve was not recaptured more than three times prior to successful implant.